Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was september 12, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material of the device, but the type of the material or root cause cannot be identified. However, it is possible that the user could not perform reprocessing properly due to leakage from the insertion section, and removal of the foreign material could not be performed reprocessing properly due to leaking of the insertion tube. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported by the customer that during a procedure a black thread was on the distal tip of the colonovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had a black thread on the distal tip. There were no reports of patient involvement.